Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo capsule fail to attach. The patient coughed up the capsule with no adverse event reported but a repeat procedure was necessary. An endoscopy was performed prior to the procedure, esophagus appeared to be normal- patient post linx procedure. The user has been performing bravo for over 7 years and was trained by given. Lubricant was used to facilitate capsule placement. The device is expected to be returned for evaluation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient's esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.